Event description:
It was reported that approximately two months post-implantation, the patient underwent a hip revision due to dissociation of the head and bearing following a fall. A new liner, bearing, head, and taper sleeve were implanted. It was reported no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 110031013 lot# 67160480 28mm i.d. 46mm o.d. Size g bearing. H6: suggested component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It is unknown if the fall caused or contributed to the reported event. The linked complaint also involved a commingled bearing where the size on the box was not what was implanted, but it is unknown if that also contributed to the reported event. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further event information at the time of this report.